Manufacturer narrative:
Device has been evaluated but not repaired.

Event description:
The manufacturer received information alleging while a ventilator was powered off, the device began alarming and smoking. The device was not in patient use. The ventilator was returned to the manufacturer's quality assurance laboratory for evaluation and the customer's complaint was confirmed. The device had evidence of liquid ingress. During evaluation, isolated thermal damage was noted on the system to interface cable, interface board, system board and system board components (u4, l10).